Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and an electrosurgical device was used. During the procedure, the loop broke and was recovered. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The active tip of the device shows signs of activation and the active loop missing. The fracture faces of both active and return sides of the loop indicate signs of a mechanical fracture. It is not possible with the information provided to determine what has caused the fracture to occur however based on the evidence available the failure suggests potential user error / misuse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.